Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target was located in the moderately tortuous and non-calcified anastomosis. A sv/3.5-4/4t/40 symmetry 40 balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.